Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product was returned for evaluation. One used sample was received without the original packaging. The gray suction adapter is detached from the white suction valve body. There is whitening visible on the side of the gray adapter indicating the point of ultrasonic bonding. The gray suction adapter remains attached to the internal tubing. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving one patient. This is the second of two reports. Refer to 9611594-2016-00082 for the first report. It was reported there were two events that occurred regarding the separation of the blue endotracheal tube connector from the endotracheal tube's body vent connection and the customer reported having to cut the endotracheal tube to secure the connection. There were no injuries reported due to the detachment during patient use no additional information provided.